Manufacturer narrative:
(B)(4). The flow sensor was replaced and the ventilator worked properly.

Event description:
It was reported that the ventilator was not working. Additional information was received that during set up, the flow sensor error alarm was displayed on the ventilator screen. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). This complaint was reviewed and found that the flow sensor is a monitoring device and the reported complaint was for a calibration issue. Based on this information, this report no longer meets the requirements for reportability. Please disregard the previous report.